Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm on pump alarm history screen noted. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a motor error. The alarm occurred when the customer was priming the new infusion and reservoir set. The customer's blood glucose level was 19.0 mmol/l. The drive support cap was indented. The customer cleared the alarm and removed the reservoir from the insulin pump to prime it. They reviewed the alarm history and found that they received 4 motor errors. The customer was advised that the device would be replaced and agreed to return the product for analysis.